Event description:
It was reported that needle 25ga 1in contained foreign matter. The following information was provided by the initial reporter: "some products were found to have fm."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 200703. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in contained foreign matter. The following information was provided by the initial reporter: "some products were found to have fm."